Event description:
It was reported that a rollator hit a bump and fell, bruising his neck and chin. The brake handles also broke and bent due to the incident. It is unknown if the user sought medical intervention.